Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the territory manager (tm) that the customer experienced a low blood glucose (bg) level. Reportedly, bg level was at 75 mg/dl when the customer tested; however, the customer knew bg level was dropping to below 70 mg/dl. To treat bgs, the customer consumed a 18 grams candy bar and went to lunch. On (B)(6) 2016, after a meal, the customer reported that the feature had not been used; however, the tm confirmed in the pump history that the customer had selected an extended bolus (12.34 units: 75% up front, 25% over the next 2 hours). The customer's bg level dropped after those 2 hours. Reportedly, the customer only wanted a food bolus but delivered too much insulin during the accidental extended bolus. Tandem technical support educated the customer on the bolus feature. Recommendation was made to consult with health care provider. The customer acknowledged the information and was satisfied.